Manufacturer narrative:
(B)(4). Facility not returning product for evaluation. Eval: results: facility not returning product for evaluation. Eval: conclusion: facility not returning product for evaluation. Product event: (B)(4).

Event description:
When surgeon was performing a battery change on pacemaker, the remaining battery life drained upon activation of plasmablade. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.